Manufacturer narrative:
Additional information received since the initial report. The system had a uic21 (system requires restarting due to an internal error) message and invalid foot control calibration. The device was evaluated, and screen flickering was confirmed. The inverter printed circuit board (pcb) is defective. The capacitator c23 of the inverter pcb burned. The system shutdown and error code uic21 was not reproducible. The device history record was reviewed, and it meets specifications. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, a possible root cause of the event is the capacitator c23 of the inverter pcb was burned. No corrective action required.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in germany reported that the the initial screen flickered followed by a system shut down. There were no error messages. The procedure was delayed for approximately 3 minutes and was completed by using a back-up system. There was no impact to the patient.